Manufacturer narrative:
A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: a service history of the past three years for part number 399.99 with lot number(s) a70a34 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is aug-2005. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A service history evaluation/review was performed: the customer reported the forceps would not hold. The repair technician reported the pivot point of the forceps were loose and worn. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history records review was conducted. The report indicates that the: there are two work orders in (B)(4) for this lot #901699 and #901915. Manufacturing date: 31-aug-2005 for both work orders review of the device history record of (B)(4) for both work orders of this lot showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. All (B)(4) parts ((B)(4) parts each work order) of the lot were checked 100% for ctq features and for function at the final inspection on 31-aug-2005. No ncrs were generated during production. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reported lot number, a70434, could not be identified as a valid synthes lot number for reported part number, 399.99. If the correct lot number is identified, it will be reported in a follow-up medwatch report. (B)(4). Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. A service history review has been requested and is pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, two reduction forceps were not working properly. After further clarification, it was determined that they will not hold. There was no case scheduled, no patient or physician involvement. This is report number 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: two (2) pair of reduction forceps with serrated jaws (part: 399.99 / lot: a70a34) were received with the complaint category of ¿does not/will not function: will not hold.¿ a device history record (DHR) review, service and repair evaluation, visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is confirmed as both devices were received intact with a loose holding mechanism. When functionally tested, the forceps each did not hold as intended due to toggle at their respective pivot points. A root cause could not be definitively determined due to the unknown use and maintenance over approximately 11 years of use. However, the returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Further evaluation shows that these returned devices are part of the small fragment instrument and implant set and are utilized in various procedures for fracture reduction. This information is provided per the small fragment locking compression plate (lcp) system technique guide. The devices were each received intact with a loose holding mechanism. When functionally tested the forceps each did not hold as intended due to toggle at their respective pivot points. Scraping was observed on the distal tips, but the balance of each device was in working condition. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. A review of the current design drawing / manufactured revision was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.